Event description:
It was reported that during an arthroscopic surgical procedure the physician (B)(6) was utilizing an ambient super turbovac 90 ifs arthrowand. Intra-operative the insulation on the wand reportedly flaked off. The insulation pieces were removed from the surgical site. The procedure was completed and no pt complications were reported as a result of this event.